Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient had developed rash all over her back. The patient was recommended to use cortisone and benadryl cream from her nurse and clobetasol cream from her physician. Patient reported after using the clobetasol cream, the patient reported that the irritation improved slightly.